Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, the pump battery fully depleted and shut off. The pump was able to turn on and charge successfully while plugged into an alternate wall adapter. Additionally, the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 133(mg/dl).